Manufacturer narrative:
There was no patient present. Per the reported event, the issue was resolved after the power and camera cables were re-seated. It is unknown how or when the cables became partially detached. The system was fully functional and no evaluation was needed.

Event description:
A site representative reported that the system was displaying intermittent black status. Once the power comm cable and camera cable were re-seated, the camera was able to solidly track without issue. There was no patient present.